Event description:
Acon was made aware of the complaint via customer call on nov 18, 2022 regarding a potential inaccurate readings on the on call express blood glucose meter (ocx). The reporter of the complaint informed acon that the patient was hospitalized due to inaccurate readings in blood glucose values on the ocx meter, which likely given a higher value than the actual concentration. As per the report, the measurement of blood glucose values is lower when the patient was measured by emts. The higher readings may affect insulin dosage and makes detection of hypoglycemia difficult. The patient has since recovered at the time of the MDR. The return of all testing materials including meter/strips/control solutions will be requested for evaluation in addition to the retention lots. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. B4, "date of this report" - updated "date of this report" to the date of submittal of the follow-up report g6, "type of report" - follow-up # 1. H2, "if follow-up, what type?" - updated to "additional information" and/or "device evaluation". H6 "adverse event problem" - "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative:

Event description:
Acon was made aware of the complaint via customer call on nov 18, 2022 regarding a potential inaccurate readings on the on call express blood glucose meter (ocx). The reporter of the complaint informed acon that the patient was hospitalized due to inaccurate readings in blood glucose values on the ocx meter, which likely given a higher value than the actual concentration. As per the report, the measurement of blood glucose values is lower when the patient was measured by emts. The higher readings may affect insulin dosage and makes detection of hypoglycemia difficult. The patient has since recovered at the time of the MDR. The return of all testing materials including meter/strips/control solutions will be requested for evaluation in addition to the retention lots. Should new relevant information become available, a supplemental report will be submitted.